Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. The caller declined to provide details on whether blood glucose levels were affected, so there was no reported impact. Technical support instructed the caller to use a specific technique to press the button, but the issue persisted. Consequently, technical support decided to replace the pump. The caller will continue to use the current pump for insulin delivery.